Event description:
It was reported that post a stenting treatment procedure, death occurred. On an unknown date, the target lesion, located in the left main coronary artery, was treated with a taxus express 2 stent. In (B)(6) 2010, the patient died from heart failure.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).